Event description:
Doctor placed soft bowel grasper into abdomen and opened the jaw of the instrument, and one of the dual grasping pieces of the instrument fell off. He noted it immediately and took instrument out of patient. He used another bowel grasper to take the broken piece out of the abdomen, surveyed the surgical site, and verified that there were no other pieces. No harm came to patient and karl storz rep notified immediately. Instrument was sent out with him for repairs.